Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence and atrophy with his artificial urinary sphincter (aus). Cystoscope verified system worked but cuff was not tight enough. The aus was explanted and a new system was implanted. The cuff was downsized from 4.5 cm to 3.5 cm. The patient had a good outcome and is expected to fully recover.